Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient experienced slightly uncomfortable warmth at implantable neurostimulator (ins) recharging site while recharging. The patient stated that they had discomfort when recharging his ins due to the heating of the skin/system. The patient had been placing the recharge coil directly on the skin. The patient started wearing clothing in between the recharger and ins and it resolved the issue. The discomfort had been occurring since the activation of the ins. The patient was recharging over their clothes to reduce irritation. The outcome was ongoing with no further action needed. No actions were taken as an intervention. Diagnostic methods included device interrogation which showed no issues. A physical/neurological exam showed no issues. The etiology was noted as related to the device or therapy and not related to the implant. The etiology was noted as related to the recharging process. Signs and symptoms included skin at implantable neurostimulator (ins) recharging site was warm while recharging. The severity was noted as mild. Relevant medical history included: failed back surgery syndrome, spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was slightly uncomfortable warmth at the implantable neurostimulator (ins) recharging site while charging. The patient was recharging over their clothes to reduce irritation. The patient reported resolution on (B)(6) 2015, though the date of the test was done as a precaution. The outcome was reported as resolved without sequelae.